Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed target lesion was located in the moderately tortuous right anterior tibial artery. This 2mm x 40mm x 145cm coyote es mr balloon catheter was dilated to 6atm during the 1st inflation. The balloon was moved slightly and when it was dilated, the balloon ruptured at 4atm upon the 2nd inflation. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).